Event description:
It was reported that the patient was hospitalized for hyperglycemia. According to the healthcare provider, the omnipod app displayed an error with a reference code and could not be restarted. While wearing the pod, the patient¿s blood glucose levels increased to 300 mg/dl, and they experienced vomiting and ketones. The patient was treated with IV fluids and insulin and was admitted to the hospital on (B)(6) 2025. The healthcare provider noted that the patient had removed the pod and attempted to manage glucose levels with injections; however, this approach was not effective, leading to hospitalization. After placing a new pod, the patient was able to resume treatment successfully.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.1. Hardware: iphone15.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.